Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, review of labeling, and instrument service. Instrument log review identified multiple occurrences of cuvette washing not completed errors and sample aspiration errors. Maintenance log review showed the wash cuvettes procedure was not performed as recommended in the operations manual after the occurrence of cuvette wash errors. Inaccurate results may be caused by failure to allow cuvette washing to complete, resulting in dirty cuvettes and cuvette dryer tips. The architect system operations manual contains corrective actions for depressed results, erratic results, aspiration errors, and cuvette wash not completed errors. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer's issue. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that multiple falsely low sodium patient results were generated using the architect c16000 analyzer ict module. The following data was provided for one patient. The customer normal range is 136 to 145. Initial result was less than 100, repeat 141 using another analyzer. No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.